Event description:
It was reported that the pump of this inflatable penile prosthesis was not operating as intended. The device was explanted and replaced with a malleable penile prosthesis. No patient complications were reported.